Event description:
It was reported that during a stenting treatment procedure, the stent did not fully deploy. The procedure treated the long and 95% stenosed target lesion located in the severely calcified and severely tortuous left circumflex artery. Pre-dilation was performed using a 2.25x20mm nc quantum apex balloon with 3 inflations for 9, 7 and 5 seconds at 14 atm's each. Next a 2.25x32mm ion stent was advanced to the target lesion and deployed at 14 atm's for 9 seconds. Angiography indicated that the stent was not fully expanded. An attempt was made to post dilate with the same 2.25x20mm quantum apex balloon, but it could not re-cross the placed stent. The vessel was then double wired. A 2.0x8mm non bsc balloon was advanced for post dilation and at one point was able to inflate to 14 atm's for 8 seconds and then it was removed. Additional attempts to post dilate were made with a 2.0x8mm nc quantum apex balloon and a 1.5x12mm apex flex balloon, but neither were able to cross the lesion. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).